Event description:
The pt was implanted with a siltex saline mammary porthesis on 2/25/97, subsequently it was noted by the physician that the pt had developed an infection, the implant had migrated and the pt was experiencing pain, and the device was explanted on 9/4/97.